Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy, the device was used to ligate the cystic duct and teardrop-shaped clips were formed many times. No bleeding and no damage on the target tissue were observed. Another device was used to complete the case. There were no adverse consequences to the patient and the patient¿s condition is stable. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 7/15/2021. D4: batch # v9437f. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the el5ml device was returned with no apparent damage. In addition, one malformed clip was received inside a plastic bag and a malformed clip was taped to the device. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed eight conforming clips. The event described could not be confirmed as during testing, the device performed without any difficulties noted. Although the returned clips were found to be malformed, no conclusion could be reached regarding the cause of the staple malformation. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: "caution: do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Analysis does not confirm (verify) the reported failure. No further investigation will be conducted on this complaint. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.